Event description:
It was reported by svc report that the siderail was damaged and could not be locked in the upright position. It is unk if there was pt involvement adverse consequences to report.

Manufacturer narrative:
Result: bent timing links caused head-end siderails to not lock in the upright position, and panel cracks could allow fluid ingress.